Event description:
It was reported that during a rotator cuff repair the physician (B)(6) was utilizing three magnum2 knotless implant w/ inserter handles. The physician reported that the ratcheting mechanism failed to tension the sutures. The incident required the physician to revert to open procedure and caused a surgical delay of 30 mins. The repair was completed; however, details regarding how the procedure was completed were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR's report (s): 3006524618-2012-00424, 00430.